Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation done by the field service engineer, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented scope communication error b30 during setup/ inspection for use, before patient in room. There were no reports of patient harm.